Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the motor drive unit was overheating and had to be pulled from circulation. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Investigation updated. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found no overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Investigation was updated: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
D4 was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Correction in d1 (brand name) and d4 (catalog no, serial no, and UDI no).